Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a screen display frozen occurred. It was determined that screen display frozen was related to the mobile application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a screen display frozen could not be determined. A root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.